Event description:
It was reported, a broken nail was removed from patient. No further information was provided.

Manufacturer narrative:
Correction - please refer to d9 - the product was not returned for evaluation, h6 (component & health code). The reported event could be confirmed based on the images received. A device inspection was not possible since the affected device was not returned. A photo and a x-ray of the broken nail, showing the breakage at the level of the lag screw hole, were received for investigation. The reported event could be confirmed. However, the device's references were not visible in the photo. Nonetheless, more x-rays views as well as the return of the implant would have been necessary in order to perform a detailed investigation and to determine the root cause(s) of the incident. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities indications of material, manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported, a broken nail was removed from patient. No further information was provided.